Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a right common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a mitra clip interventional procedure. Reportedly, the device felt stuck before attempting to deploy the needle plunger and could not be removed from the patient anatomy. Cut down surgery was performed to retrieve the proglide device from the patient anatomy. There was no reported adverse patient sequela. There was reported clinically significant delay in the procedure or therapy due to the need for a vascular surgeon to perform cut down surgery/vessel repair. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. Entrapment/ difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Unused sterile devices were returned from the account, which were inspected and functionally tested with no anomalies.h6: patient code 2104 removed.

Event description:
Subsequent to the previously filed medwatch report, additional information received:the device broke off in the patient, which is the reason a cut down was performed to remove the device. There was no vessel damage. No additional information was provided.